Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Bristle disc of brush head fell off-oral-b/power oral care refills [device breakage] . Case narrative: consumer reported via chat that while brushing the teeth the other day brush head fell off. No injury reported. 13-nov-2025: follow-up-product updated.

Event description:
Bristle disc of brush head fell off-oral-b/power oral care refills [device breakage] product counterfeit-oral-b refills [product counterfeit] . Case narrative: consumer reported via chat that while brushing the teeth the other day brush head fell off. No injury reported. Follow-up: 13-nov-2025: product updated. Follow-up:11-dec-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
11-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Bristle disc of brush head fell off-oral-b/power oral care refills [device breakage] . Case narrative: consumer reported via chat that while brushing the teeth the other day brush head fell off. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.